Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned resulting in a case delay of two hours to have additional instrumentation brought to the hospital facility. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Follow up #1 to report correct surgical procedure in as makoplasty partial knee arthroplasty, not makoplasty total knee arthroplasty as reported in initial report and to update section.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned resulting in a case delay of two hours to have additional instrumentation brought to the hospital facility. The case was successfully completed and there was no harm to the patient.